Event description:
The patient reported an overdose. The patient indicated that the pump was "working good" but then went in for a refill and the nurse practitioner doubled the dose. The patient ended up seeing the hcp "who keeps him living". The pump delivered fentanyl. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Catheter 8709, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2009-(B)(6), (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: overdose was not reported. The patient had the doubled dose in their pump for two or three days before it could be "cut down" and it "ruined" the pump. The pump was replaced. Additional information has been requested, but was not available as of the date of this report.